Event description:
Hill-rom received a report from the account stating the left foot side rail would not lock in the up position. The bed was located at the account in room 320. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the latch mechanism very dirty. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned and lubricated the latch to resolve the issue. Based on this information, no further action is required.